Event description:
It was reported that the patient had undergone an intrathecal trial of morphine 0.5 mg and then 1.0 mg without difficulty; date of the trial is unknown. A pump was implanted; a daily dose of 0.489 mg of infumorph 10 mg/ml in simple continuous mode was programmed. The priming information was confirmed to be correct. The catheter was trimmed of 6.5 cm; a total volume of 0.3812 mg was infused over 23 minutes for priming. The patient had a high pain level; 7 or 8 and was given vicodin 2.5 mg. The pump dose was not increased due to the pain he was still having. The patient was on several inhaler medications and was given oxygen when he was sent home. Several days later, the patient reportedly died in his sleep. The cause of death is unknown. The final autopsy report is not completed yet; the manufacturer's representative reported that the preliminary information from the coroner's office indicated the patient may have suffered a pulmonary embolus. The pump was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.